Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23oct2018. (B)(4). Philip's international service technician replaced both speakers to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during periodic maintenance, philip's service technician observed that the alarm sound was cracking and unstable. There was no patient involvement. The event date was not specified; estimate used.